Event description:
It was reported that the patient had a gradual return of leakage symptoms around (B)(6) 2014. It was also noted that the symptoms had a sudden onset following a series of 3 falls in (B)(6) 2015. It was unclear how quickly the return of symptoms happened. After the falls the patient had to be hospitalized and then was in rehabilitation for a total of 4 months. The patient had just returned home the week prior to the report. The patient wanted to increase their stimulation but did not remember how and wanted to be shown how to do it in person. The patient was still having concerns with their device or therapy but was working with their doctor or a manufacturer representative. The patient was going to meet with manufacturer representative. An appointment date of (B)(6) 2015 was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va05e5f, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).